Event description:
It was reported that the device had a power on reset (por) / elective replacement indicator (eri) pop up message at interrogation. The message could not be cleared and the interrogation could not be completed. It was noted that the patient has not been seen in the clinic for quite awhile. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 459253 implantable pacing lead - implanted (B)(6) 2003. (B)(4).